Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor was experiencing a drift-like pattern and would be monitored to rule out potential drift. It was requested that the sensor not be used until a drift trend was ruled out.